Manufacturer narrative:
(B)(4). Additional information requested in an attempt to obtain clarity of the complaint description. No additional information received at the time of this report.

Event description:
The customer alleges "catheter indicates that the intravenous liquid is filtering seb does cure without filtering the medicine". The catheter was changed. No patient injury or complications reported.

Manufacturer narrative:
(B)(4). No additional information has been received from the customer at the time of this report. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Corrective action is not required at this time as the probable cause could not be determined based upon the information provided and without a sample. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer alleges "catheter indicates that the intravenous liquid is filtering seb does cure without filtering the medicine". The catheter was changed. No patient injury or complications reported.